Event description:
This is a spontaneous report by a baxter employed health professional from (B)(6) of break in aseptic technique and peritonitis in a coincident with dianeal therapy. Dianeal therapy was ongoing. On an unreported date, the patient experienced a break in aseptic technique further specified as patient made mistake. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. The cause of the peritonitis was a break in aseptic technique. On an unreported date, the patient was treated with injection amikacin (100 mg once daily intraperitoneally (ip), injection fortum (500 mg three times a day (tds) ip), and injection reflin (500 mg, tds, ip) for the peritonitis. The patient remained hospitalized. The patient is recovering from the peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since it is uncertain why the patient had a breach in aseptic technique. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.